Manufacturer narrative:
The reported events states that the pdm displays a blank white screen and power cycling did not resolve the issue. Investigation confirmed that the lcd display is white. No damage was noted to the exterior of the device. Power cycling the device did not resolve the issue. Data could not be extracted from the device and no other tests could be completed due to the white lcd. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the personal diabetes manager (pdm) had a white screen displaying.